Event description:
Event description guidant received information that that this cardiac resynchronization therapy defibrillator (crt-d) implantable transvenous defibrillation lead exhibited high shock impedance measurements. All other measurements are normal and stable. All electrogram channels are clean and there are no inappropriate stored episodes. Guidant received subsequent information that this lead again exhibited high shock impedance measurements.